Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient contacted lifescan alleging that the subject meter read inaccurately low compared to a lab reading. The patient obtained blood glucose results of "176 mg/dl" with a lifescan meter and an unspecified result from a lab. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned. The 510(k)# is k073231.